Manufacturer narrative:
The reported event was for helix failure to extend. As received, a complete lead was returned in one piece. The visual inspection found the helix fully extended and clogged with blood. The x-ray examination found over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be retracted and extended. The measured full helix extension length was within specification.

Event description:
During an initial implant procedure, the helix was unable to be extended from the right ventricular (rv) lead. The rv lead was replace to resolve the event and the patient was in stable condition.